Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the subsequent treatment appears to be related to circumstances of the procedure.

Event description:
It was reported a perforation occurred during a procedure to treat a lesion in the posterior left ventricular branch (plv). A 2.8 x 16 mm graftmaster was advanced to treat the perforation, but could not cross due to the anatomy. The device was withdrawn undeployed without any resistance. A non-abbott balloon was advanced and was able to seal the perforation successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was available.